Event description:
The facility reports the resident was in the sara3000 lift. The fixation straps were not used. The right foot slipped forward. The caregiver then lowered the resident down to a kneeling position, with weight on the left knee, causing the left femur to fracture. The resident's leg was placed in an immobilizer. The lift was inspected; the paint was found scratched and worn on both legs. The slings in the area were also inspected. All were in like-new condition; there were no signs of wear or tears. The customer did not take the sling out of service after the event. MFR. (B)(4).

Manufacturer narrative:
Medibo received pictures that reinforce the findings on the ief. The don stated she knew without a shadow of a doubt that there was nothing wrong with the lifts. The resident states the right foot slipped forward and while skidding, the handle bars were released. It does not appear to the manufacturer to be a reasonable suggestion that the pt broke a femur as a result of skidding off the foot plate and having the pt lowered to a kneeling position. More specific statements as to what exactly happened were requested, but no further details were provided. Out of simulation of the incident, the manufacturer could not reproduce the outcome as reported. Also, out of complaint reporting and trending, no similar event has come forward. No date is given on the carer's last training. There does not appear to have been a claim of deficiency of the product. There does not appear to be a causal link between lifting the pt with the sara3000 and the pt drop, since there is no indication of how/why the drop occurred. Therefore there does not appear to be a causal link between lifting the pt and the broken femur. There appears to be no comment on the f/u of the injury, which casts a shadow of doubt on the claim of the femur actually being broken. In conclusion, from the information received, no information was received by the manufacturer that reasonably suggests that the device caused or contributed to a serious injury. The manufacturer strongly recommends the care personnel to be trained against the sara 3000 operating and product care instructions.